Manufacturer narrative:
A boston scientific technical services consultant informed the caller that stored episodes appear to be minute ventilation (mv) interaction. The consultant discussed programming options for the lead and suggested bringing the patient back in a few months to re-evaluate lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, there were stored episodes of noise and oversensing. Testing was performed and the noise could be reproduced during manipulation with the lead programmed to unipolar configuration. No adverse patient effects were reported.